Event description:
The customer reported that the sys displayed communication failure error messages. This error message will likely result in a sys lock up, no boot, or shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps1 power supply was replaced. The sys was then found to be operating as intended.